Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2017. The patient stated the reaction was noticed after having the sensor on for ten days. The affected area was on the abdomen. Additionally, on 11/17/2017 it was reported that the patient went to urgent care twice for this skin reaction. On (B)(6) 2017 the patient received an antibiotic shot and on (B)(6) 2017 the patient was given doxycycline and clindamycin. Reportedly, the sensor was worn beyond seven days. No additional event or patient information is available. A photograph was provided which confirmed the reported skin reaction. The root cause could not be determined-post investigation. Labeling indicates: dexcom g5 mobile sensor sessions last seven days.